Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that during a medial meniscal repair, when the surgeon was suturing with the scorpion, the surgeon noticed that the tip of the scorpion needle, ar-12990n, was broken. The surgeon search the joint space looking for the needle tip but was unsuccessful. He decided to leave the tip in the patient fearing he could cause more harm. He proceed to complete the case using a fiberstitch, ar-4570 without further incident.